Event description:
The pt received the scs system, which included two leads from the same lot. It was reported the pt was not receiving effective pain relief from his scs system. The pt reported stimulation was in the right area; however, it does not relieve his pain. The pt declined reprogramming and requested to have the system removed. The entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.